Event description:
Per the implant records, prior to the index procedure, the patient had presented to the hospital with complaints of right calf pain and was found to have a expanding hematoma of the right leg along with evidence of compartment syndrome and acute deep venous thrombosis (dvt) of the popliteal and tibial veins. Placement of an inferior vena cava (ivc) filter was indicated for protection against a possible pulmonary embolism (pe). The right groin and right leg were prepped and draped in the usual sterile fashion, and a micropuncture needle was utilized to access the right common femoral vein followed by placement of a guidewire in the inferior vena cava under fluoroscopy guidance. An inferior venacavogram completed delineated the size of the cava as well as the position of the renal veins. The trapease filter was brought into this position and deployed successfully under continuous fluoroscopy. Following placement of the filter, the patient underwent evacuation of the right calf hematoma and was transferred to recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, becoming aware of the event approximately ten years and eight months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient presented to hospital with right calf pain and was found to have an expanding hematoma of the right lower extremity with evidence of compartment syndrome and acute deep vein thrombosis (dvt) of the popliteal and tibial veins. The indication for the filter placement was reported to be as prophylaxis against possible pulmonary embolism (pe). The filter was implanted via the right common femoral vein and placed in an infrarenal position. After filter placement, the patient underwent evacuation of the right calf hematoma. More than ten years after the filter implantation, the patient became aware that the filter had tilted. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without images available for review, the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting of the filter.